Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring issued an alert for high out of range shock impedance measurement for the right ventricular (rv) lead. Upon review it was noted that the shock impedance has fluctuated from 99 ohms to 127 ohms for the last year. Boston scientific technical services (ts) discussed possible calcification build up on the rv lead and that it is a single coil lead which can yield higher impedance measurements. Ts further discussed the option of resetting the alert and the physician decision to potentially test the lead. However the clinic has opted to continue to monitor the patient. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring issued an alert for high out of range shock impedance measurement for the right ventricular (rv) lead. Upon review it was noted that the shock impedance has fluctuated from 99 ohms to 127 ohms for the last year. Boston scientific technical services (ts) discussed possible calcification build up on the rv lead and that it is a single coil lead which can yield higher impedance measurements. Ts further discussed the option of resetting the alert and the physician decision to potentially test the lead. However, the clinic has opted to continue to monitor the patient. This lead was capped and successfully replaced. No additional adverse patient effects were reported.